Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383591 and lot number 4271372 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in catheter was defective / damaged. It was reported by customer that hole in the proximal end of the item which leaked blood. Verbatim: it was reported that an rn found a hole in the proximal end of the item which leaked blood. Attached is the package from the IV catheter that had an issue. The rn had put the catheter in the sharps due to the amount of blood and soiling on the catheter. However, she added some art to where the leak was occurring. The lot # and product number are all specific to the catheter of issue.